Event description:
Healthcare professional reported "ruptured" saline implant. This record is the right side. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: the review of historical complaints on the complaint management handling system identified that there were other records for units manufactured on lot number 2209596: (B)(4): deflation. Device returned to device analysis. (B)(4): deflation. Device returned to device analysis. Even though there were two additional complaints of deflation for this lot number, the device were returned, and after inspection no workmanship were detected. The search criteria of these queries are mentioned on (B)(4) wording guidelines for complaint investigation closure 6.0. The review of all potential trend evaluations for breast implants closed during the past 12 months indicates that no confirmed complaint trends have been observed for the event (a050401 fluid leak / blood leak). DHR issue found. Device evaluation: the device related to the reported event of deflation received on may 13, 2025. With lot number 2209596. Based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening assessed as fold flaw opening. As per the investigation procedure, crease and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: ruptured saline implant. Clarification to partial d6a: 2012 was provided.

Event description:
Healthcare professional reported "ruptured" saline implant. This record is the right side. Device was explanted and replaced.